Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. Even though the lot # was not known, qa reviewed 3 months back, from the occurence date, of lots shipped to this account. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the harvester went after a branch in the pt's leg close to the tunnel wall and burned the pt. The staff did not notice the burn until after the procedure was completed and before they removed the drape. They applied ivadene cream ointment to the first degree burn and wrapped the leg. The hosp did not report any pt complications. Pt is healing well.